Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported discrepancy on sensor glucose reading versus blood glucose reading, sensor alert calibration error and bad sensor alert. Customer stated that sensor would say patient is low but the blood glucose was fine and insulin pump would go to threshold suspend. Customer is mentally handicap and would sense lows or highs blood glucose. Troubleshooting was done. Customer's blood glucose was 136 mg/dl. Educated the customer regarding sensor glucose versus blood glucose readings. Customer's last blood glucose during bad sensor alert troubleshooting was 311 mg/dl. Customer will monitor the issue and will call back if issues persist. No further information provided.